Manufacturer narrative:
The right and left ventricular leads remain implanted and will not be returned to boston scientific; therefore, the clinical observations could not be confirmed. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific received information that during a holter recording review, it was noted that this right ventricular defibrillation (rv) lead exhibited pacing inhibition greater than three seconds and loss of sensing in the right ventricle. The cause of the pacing inhibition appeared to be due to noise with oversensing. Further investigation with a chest x-ray revealed that the rv lead was slightly dislodged and the left ventricular (lv) lead was fractured at the level of the clavicular region with pacing impedances greater than 3,000 ohms, loss of capture, and loss of sensing. At the time of interrogation, the rv lead was functioning correctly with good and stable pacing threshold and sensing. The decision was made to perform a revision procedure. During the procedure, the pace/sense portion of the rv lead was surgically abandoned and a new pace/sense lead was implanted. The shocking portion of the rv lead remains in service. In addition, it was elected to leave the lv lead implanted as capture was confirmed and measurements were normal during the procedure. The pacing outputs were increased and the procedure successfully completed. No additional adverse patient effects were reported.